Event description:
Surgeon was using staple devices intra-op. I was called to the room to collect 2 staple products that misfired. The case was over. The surgeon did not provide information as to what happened. He only stated they misfired. He stated no harm was done to the patient. One was an autosuture device, endo gia 12mm. Two reloads were opened for this device. They were 2.5mm/1.0mm roticulating. All products were saved. The staff was notifying the autosuture representative.